Manufacturer narrative:
Product complaint # (B)(4). The following information has been requested however not received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Are any photos of the reaction available? Procedure date? What was the date of the reaction, day post op? It was noted steroid cream was administered, was it prescribed? What other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after dermabond advanced use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) does the patient use or exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails) was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Can you identify the lot number of the product that was used? Current patient status.

Event description:
It was reported a patient underwent a sleeve gastrectomy on an unknown date in 2020 and topical skin adhesive was used. Post-operative seven to ten days later the patient had a reaction to the adhesive. The adhesive was removed, and the patient was treated with steroid cream. Additional information has been requested.